Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified medication would not flow during infusion with a clearlink system secondary medication set. It was further reported that medication did not infuse at all and that the set was blocked. This issue was identified during patient infusion. The set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.